Event description:
It was reported that the system 9800 had thick diagonal white line running through the image possibly making interpretation difficult. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable was found to be defective and was replaced. It was also determined that blood had dried on the collimator creating an additional biohazard. The collimator was cleaned and the operator was instructed to drape and protective wrap on the c arm. The system was tested and found to be working as intended and placed back into service.